Event description:
It was reported that the patient presented via merlin.net with multiple inappropriate auto mode switching episodes. Review of auto mode switch episodes revealed the implantable cardioverter defibrillator exhibited loss of left ventricular capture and far r-wave oversensing resulting in inappropriate auto mode switching. The patient was asymptomatic. The patient was evaluated in-clinic and programming changes were made to the device.